Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the after flushing, when taking the subject device out from the dispenser hoop, some resistance was felt. An attempt was made to insert the product into a guiding catheter but gave up because of the resistance. The customer suspected that perhaps the hydrophilic coating had peeled off. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, the physician encountered resistance removing the catheter (subject device) from the dispenser hoop and inserting the subject catheter into a guiding catheter. It was suspected the hydrophilic coating was peeling so the subject device was replaced. The procedure was completed successfully without clinical consequences to the patient.